Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation was performed with essure placement". Medical conditions: no pathologic change: metallic coils in interstitial portion of fallopian tubes; fallopian tubes: no pathologic change. Concurrent conditions included premenstrual syndrome, migraine, biopsy endometrium, pelvic pain female, endometritis (low-grade), unspecified inflammatory disease of uterus, polyp, submucous leiomyoma of uterus, chronic cervicitis and necrosis nos. In 2015, the patient experienced menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), the first episode of abdominal pain ("abdominal pain") and headache ("headaches"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse),"), fatigue ("fatigue/fatigue."), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and the second episode of abdominal pain ("pain"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection and the last episode of abdominal pain had resolved and the menstrual disorder, back pain, headache and vaginal discharge outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: on novasure. 04-aug-2015. She treated her for post-op endometritis on (B)(6) 2015, diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 14-oct-2015: total bilateral occlusion negative for dysplasia 02-sep-2015 gynecological ultrasound report comments: essure devices in place fluid in endometrium (per mr) 11-sep-2015 computed tomography reason for exam: endometritis pelvis findings: essure coils are noted in the region of proximal fallopian tubes to upper lateral fundus of the uterus bilaterally. Pelvis impression: essure coils in place with trace air in the endometrial area of the fundus presumed to iatrogenic due to recent intervention though this could represent air due to endometritis. (Per mr) 14-oct-2015 gynecological ultrasound report comments: essure devices in place impression: normal exam (per mr) 19-nov-2015 gynecological ultrasound report comments: essure devices in place (per mr) concerning the injuries reported in this case, the following ones were vaginal bleeding/pain ,dyspareunia confirmed in patient¿s medical records: quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. 18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation was performed with essure placement". In 2015, the patient experienced menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), the first episode of abdominal pain ("abdominal pain") and headache ("headaches"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping),"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse),"), fatigue ("fatigue/fatigue."), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), vaginal discharge ("vaginal discharge") and the second episode of abdominal pain ("pain"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection and the last episode of abdominal pain had resolved and the menstrual disorder, back pain, headache and vaginal discharge outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporters details added. Lot number added. Event added as novasure ablation was performed with essure placement, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: utis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),abdominal pain, vaginal discharge, historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation was performed with essure placement". Medical conditions: no pathologic change: metallic coils in interstitial portion of fallopian tubes; fallopian tubes: no pathologic change. Concurrent conditions included premenstrual syndrome, migraine, biopsy endometrium, pelvic pain, endometritis (low-grade), unspecified inflammatory disease of uterus, polyp, leiomyoma, chronic cervicitis and necrosis. In 2015, the patient experienced menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), the first episode of abdominal pain ("abdominal pain") and headache ("headaches"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse),"), fatigue ("fatigue/fatigue."), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and the second episode of abdominal pain ("pain"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection and the last episode of abdominal pain had resolved and the menstrual disorder, back pain, headache and vaginal discharge outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: on novasure. (B)(6) 2015. She treated her for post-op endometritis on (B)(6) 2015, diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion negative for dysplasia. (B)(6) 2015 gynecological ultrasound report comments: essure devices in place fluid in endometrium (per mr) . (B)(6) 2015 computed tomography reason for exam: endometritis. Pelvis findings: essure coils are noted in the region of proximal fallopian tubes to upper lateral fundus of the uterus bilaterally. Pelvis impression: essure coils in place with trace air in the endometrial area of the fundus presumed to iatrogenic due to recent intervention though this could represent air due to endometritis. (Per mr) (B)(6) 2015 gynecological ultrasound report comments: essure devices in place impression: normal exam (per mr) (B)(6) 2015 gynecological ultrasound report comments: essure devices in place (per mr) concerning the injuries reported in this case, the following ones were vaginal bleeding/pain ,dyspareunia confirmed in patient¿s medical records: most recent follow-up information incorporated above includes: on 1-mar-2018: medical records,, new reporter, patient demographic relevant information, lab data ,new lot number c18718 were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (underwent a hysterectomy and removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, dyspareunia, back pain, abdominal pain, headache and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.